Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that air gas module of the ventilator was faulty. According to our field service engineers, after replacing the air gas module with new one, pre-use check test passed and handed to customer in good working condition. The defective gas module didn't return for investigation. By evaluation of the received device logs at 2020-11-19, we can see that the machine failed with internal leakage test and o2 cell/sensor test during pre-use check. The cause to the reported issue is a faulty air gas module. However, the root cause to why the air gas module failed cannot be established.

Event description:
It was reported that air gas module of the ventilator was faulty. There was no patient harm. (B)(4).